Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse and a physician from (B)(6) of bacterial peritonitis in a patient coincident with extraneal and physioneal therapies. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized the same day. Bacterial peritonitis was diagnosed at that time. Beginning (B)(6) 2012, the patient received remedial treatment with fortum 1g ip and vancomycin 1g ip. On (B)(6) 2012, vancomycin was stopped. The patient recovered. Bacterial peritonitis with (B)(6) was unrelated. The reporter considered unsterile handling as a reason for the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report for use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported that there was a break in aseptic technique, which is a use error that can cause peritonitis or potential contamination. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined. Per the local baxter affiliate, the sales representative stated it is unknown if retraining was performed by the pd nurse in this individual case, but in most cases of aseptic technique, it is a standard of the dialysis centers in (B)(6) to perform re-training for the patients.